Event description:
It was reported that the procedure was treat a lesion in the superficial femoral artery. Resistance was felt during advancement over the versacore guide wire and it was observed that the distal tip of the stent implant had started to deploy and the handle had become unlocked. The stent delivery system was removed from the patient without issue. Another absolute pro was used for treatment over the same guide wire successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4).: incorrect anatomy. Evaluation summary: analysis of the returned self expanding stent system (sess) confirmed that the stent implant was partially expanded for a length of 1.3 cm distal to the distal outer sheath. The handle of the sess was opened to reveal the rack was partially retracted. There was no damage noted inside the handle. The guide wire used during the procedure was not returned. A new 0.035 inch guide wire was back loaded through the sess and there was slight resistance noted at a bend in the shaft. In this case, it is likely that the shaft was bent during handling prior to attempting to advance the sess over the guide wire as there was no damage noted during unpacking. Further, as resistance was met between the guide wire and the sess, manipulation of the handle likely contributed to the stent prematurely deploying as it was noted the rack was partially retracted, which indicates the thumbwheel had been rotated. It was reported that the absolute pro was to be used in the femoral artery. It should be noted the indications section of the absolute pro .035 biliary self expanding stent system electronic instructions for use (IFU) states: the absolute pro .035 peripheral self-expanding stent system is intended for the stenting of peripheral arteries as an adjunct to percutaneous transluminal angioplasty (pta) and for the palliation of malignant strictures in the biliary tree. In this case, it does not appear that the off label use contributed to the reported difficulties. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is not evidence to indicate the presence of a product deficiency.